Event description:
Pt was found as nurse entering the room. Position of body was as follows: body was on left side of bed (side closest to window and away from door). All four side rails were in the raised position. Head was above the mattresss, tilting to the head of the bed, resting on a siderail, and facing the window. His upper chest was side-to-side in the space between the 2 bedrails, with his back against the bed. His buttocks were close to if not touching the floor. His arms were behind the rails (on the bed side). His legs were fully extended on the floor (left leg below-the-knee amputation). Pt's bed alarm was set but was not sounding when pt found. Alarm did go off when pt removed from between rails and lifted up to the bed. No respirations or pulse-resuscitator unsuccessful. Autopsy=positional asphixia.